Manufacturer narrative:
(B)(4). The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated significant injury, persistent severe pain, painful intercourse, difficulty emptying bowels, and mesh erosion. On (B)(6) 2019 the plaintiff underwent a surgery under general anesthesia for removal of abdominal graft, cystoscopy with bladder repair and removal of bladder mesh and stone. The physicians excised and removed a portion of the restorelle mesh due to pain relate to the erosion of sacral colpopexy mesh into bladder stone formation. On (B)(6) 2019 plaintiff underwent a second revision surgery in which the physicians excised and removed the restorelle mesh due to the mesh being in the abdomen from the sacrocolpopexy, vaginal pain, and foreign material in vagina. Vaginal prolapse, urinary incontinence, physical deformity, and the loss of the ability to perform sexually, erosion of the vaginal wall and other tissues, infection, has undergone corrective surgeries and will likely require further corrective surgery.

Event description:
This follow-up MDR is created to document the additional event information received for record #(B)(4). His complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and updated according to current procedures. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
Additional information rec'd reported that the patient experienced continued pain, erosion of sacral colpopexy mesh into bladder with stone formation, difficulty emptying bowels, and peritoneal adhesions. On (B)(6) 2019, the patient underwent removal of the abdominal restorelle mesh, lysis of large and small bowel adhesion, lysis of right ureter, right salpingectomy, removal of lateral obtryx sling from obturators and adductors and removal of vulvar mesh with exploration of the obturator space under general anesthesia.